Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon found a leak on the patient¿s linear anastomotic staple site following a hartmann¿s colostomy closure two days post procedure. The surgeon took the patient back to the operating room to fix the leak, and he found that the patient has fecal leakage from the site and has feces in the abdominal cavity. The nurse thinks the staple line was compromised in the middle. The patient had an extended hospitalization but it was unknown how long. The patient was brought to the ICU following the second procedure.